Event description:
It was reported that the right ventricular (rv) lead had a polarity switch to unipolar and a lead monitor flagged for low impedance paces. It was noted that during a clinic test the unipolar and bipolar both tested fine. Testing also found that the bipolar threshold was 1.5 volts compared to 0.625 volts unipolar which seemed a little larger difference than usually seen. It was also reported that within two days prior to the polarity switch there had been ventricular high rate events collected that were non-physiological intervals. The rv lead was reprogrammed to bipolar, will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1, implantable pulse generator, (B)(6) 2012; 5076, implantable pacing lead, (B)(6) 2004. (B)(4).